Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: review of the black box data did not reveal any evidence of power on reset recorded. On examination, there was no damage to the pump. The returned battery cap was intact and able to fit secure the pump for investigation. The pump powered on normally and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.